Event description:
It was reported that before the surgery, they opened the packing (did not use), noted the screw without tip. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: h3, h6: investigation summary: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed tti matrixmidface screw self-drilling 5mm has the tip. However, the threaded appears to be stripped. The original package was not received for investigation. Therefore, a complete potential cause cannot be established with the evidence provided. A dimensional inspection and functional test for the ti matrixmidface screw self-drilling 5mm were not performed due to post manufacturing damage. The overall complaint was not confirmed as the observed condition of the ti matrixmidface screw self-drilling 5mm would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. There is no indication that a design or manufacturing issue has caused the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The following source controlled drawings reflecting the current and manufactured revisions were reviewed: 1.55mm midface self-drilling screw matrixmidface system. Device history lot: part: 04.503.225.01c. Lot: 69694p6. Manufacturing site: werk selzach. Supplier: (B)(4). Release to warehouse date:10 june 2025. Expiration date: na. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified.